Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and prolonged hospitalization. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s908usqs8gyl1. Hardware: sm-s908u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s spouse that on (B)(6) 2026, while the patient was already hospitalized for a prior low blood glucose (bg) event, she changed the pod and applied a new pod to the patient's thigh. Following this change, bg levels remained consistently elevated, and glooko data showed automated delivery restriction alerts occurring at approximately 18:00. A correction bolus was administered at approximately 18:39 for a sensor glucose value of 276 mg/dl, and the system was placed in manual mode; however, glucose levels did not subsequently decrease. On the morning of (B)(6) 2026, after the pod had been worn for approximately 4-24 hours, bg levels were reported to be greater than 500 mg/dl at approximately 06:00. The patient was diagnosed with diabetic ketoacidosis and transferred to the intensive care unit (ICU) for treatment with an insulin infusion. The wife reported that healthcare providers observed that the adhesive at the pod site on the thigh was loose and that the cannula appeared to have detached from the skin. As of (B)(6) 2026, the patient remained hospitalized in the ICU with a feeding tube due to inability to swallow and was reported to be in stable condition. No anticipated discharge date was provided. Additional information has been requested, and a supplemental report will be submitted if received.

Manufacturer narrative:
The physical device was not received for investigation. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. On (B)(6) 2026, an automated delivery restriction alert was correctly generated due to the automated algorithm delivering at the max automated basal rate for an extended period in response to increasing estimated glucose values. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No pod hazard alarms that would indicate a failure to deliver insulin were observed in the cloud data. It could not be determined if the pod adhesive became lose or pod cannula became dislodged during use based on the cloud data, however it could be determined that the system was responding appropriately to glucose values received and no evidence of issues with insulin delivery was observed in the available cloud data. The exact cause of the reported event could not be determined.